Event description:
It was reported that the patient¿s device system had not been working for about 2-3 weeks. The patient had a pump refill and after the refill the patient was in pain and called his hcp¿s (healthcare provider¿s) office. The patient went back to the hcp¿s office and the hcp ¿did an x-ray and used a needle¿, but the patient wasn¿t sure what was done exactly. The hcp found that the catheter was clogged. The hcp told the patient that he would need an MRI to find out what the problem was. The patient was not hearing any pump alarms. The pump was delivering dilaudid and some other medication. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).